Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic where it was determined the patient¿s lead was intermittently undersensing atrial events. Programming changes were discussed and subsequently made. The patient was stable during the programming changes. No further information was available.